Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). The lot number was unknown. The lot number was unknown; therefore, the expiration date, manufacturing site name and device manufacture date were unknown. Reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This is report 2 of 2 for (B)(4). It was reported by the sales rep that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2022, it was observed that two rigidloop adjustable disposable kit devices broke at the same point (10mm). The procedure was completed with a 4.5 mm reamer with an unspecified slight delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint devices are not being returned, they were discarded, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, the device was observed broken at near the tip; therefore, this complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 9l19508, and no nonconformances were identified. The photo does not provide enough evidence to determine root cause. Without physical evaluation of the device reported, we cannot establish a root cause for the issue experienced by the customer the possible root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure. , however, this cannot be conclusively determined. Further, a review into the mitek complaints system revealed no other complaints for this lot of (B)(4) devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4, h4: the lot number, expiration date, and device manufacture date were reported as unknown on the initial report; and have been updated accordingly. Therefore, UDI:(B)(4).